Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the wake button was unresponsive. Customer had not used this pump since sometime in 2018 and did not know when issue began. Customer confirmed pump display turned on when plugged into a power source. Customer¿s blood glucose was 226 mg/dl. Reportedly, customer continued to use the pump for insulin therapy.